Event description:
It was reported that the device's adult paddle plates fell off. This issue was observed during routine device checks and there was no pt use associated with this reported problem.

Manufacturer narrative:
(B)(4). A follow-up call with the customer's biomed confirmed that the repairs were performed the same day the reported issue was called into physio-control, as they keep paddles in stock. The customer indicated that during the staff's morning tests, they put the test plug in and have the paddles disconnected and laying next to the device on a cart. It is his opinion that they may have dropped them; however was not able to confirm this. The biomed has now instructed the staff to be careful during morning checks and to be sure they don't knock them off the cart during morning testing. The replaced paddles were not returned to physio-control for eval. The cause of the reported failure could not be determined.